Event description:
It was reported that the patient had a revision of an artificial urinary sphincter(aus) cuff and went from size 4.5cm to 4cm due to recurring incontinence. A patient outcome was not reported.